Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a pump that would not communicate when preparing for an MRI. The programmer showed the message "unable to communicate" and made a steady tone while attempting to inquire the pump. The same result occurred with multiple programmers. It was confirmed that the pump had not flipped and the reservoir was empty. Agent stated that, "the patient's pump had been dry for multiple years." The patient had reportedly been non-compliant, had been discharged from their pump managing physician's office, and does not currently have a pain management physician. No information regarding a pump replacement is available at this time.